Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was successfully inflated to 18-19mm; however, the balloon burst when inflated to 20mm. Reportedly, all pieces of the balloon were retrieved from the scope. No other device was needed, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device found that the balloon was detached and the detached section was not returned. No damage was found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure such as the interaction of the scope or any other surface of the esophagus could create friction on the balloon that could have caused the balloon burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was successfully inflated to 18-19mm; however, the balloon burst when inflated to 20mm. Reportedly, all pieces of the balloon were retrieved from the scope. No other device was needed, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.